Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the returned package had been opened previously & the device had been taken out of the package as it was not secure. The sheath was above the handle, it is put into the package underneath the handle & the syringe was loose in the packaging. The needle was kinked at the distal end. Resistance was felt advancing and retracting the needle due to the kink. The stylet was removed and no damage was noted to the stylet. The customer complaint was confirmed as the needle was kinked. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot# c1280145 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Damage 5 cm from the tip a hook from 30 degrees. It's in the package. So didn't take it out the package.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
Damage 5cm from the tip a hook from 30degrees. Its in the package. So didn't take it out the package